Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as attendant doing capd without proper training. On the same day as this report, the pt was hospitalized for the event. On an unreported date, the pt began treatment with injection vancomycin (1 gm, frequency not reported) and intraperitoneal pepramicin (dose and frequency not reported) for peritonitis. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.